Event description:
Additional information received (B)(6) 2019 indicated the catheter was secured on the patient with steri strips and a tegaderm. The catheter was inserted through a steel needle and it was connected to an on-q on demand infusion pump. The patient experienced discomfort during the catheter removal. The catheter was catching at the end when the physician was removing it. There was a great deal of resistance so a warm compress was used to relax the muscles and removal was attempted again causing the patient some discomfort.

Manufacturer narrative:
This follow-up is submitted to provide additional information in section b5. The investigation remains in progress. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history records for potential lots 0203134014 and 0203134008 were reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 17 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 22 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: cesarean section, cathplace: left lower abdomen, infusion start time: unknown, infusion stop time: unknown. It was reported that the product broke as it was "pulled it out of a patient. A piece of it was left inside the patient." Additional information received on (B)(6) 2019 indicated that the catheter was placed during a c-section procedure on (B)(6) 2019. "Catheter removal was met w/resistance and then snapped revealing a stretched catheter without tip." Patient opted to have the tip removed from the surgical site; on (B)(6) 2019 a physician created a small opening at the left side of the incision site and removed the tip from the patient without incident. Patient was discharged home without any reported adverse effects.